Event description:
The patient received the scs system on (B)(6) 2011. It was reported the patient suffered a fall. Since that time, the patient has reported stimulation turning off by itself and the intermittent stimulation with movement. Reprogramming resolved this issue; however, high impedance levels have been identified on two contacts.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.